Event description:
Instinct sensor consistently alarmed and told me blood sugar was 50 or 60. Did fingerstick, blood sugar was 100-120. System rejected my fingerstick readings and alarmed every 30 minutes day and night that blood sugar was low and rejected every fingerstick reading.